Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Customer used non-tandem wall adapter and cable to charge pump, resolving the issue. Technical support informed customer of third-party charging supply risks and agreed to send replacement tandem wall adapter and cable.